Manufacturer narrative:
The introducer sheath, guidewire and stent were also returned with the stent delivery catheter. The tip/lumen detachment was caused by the physician attempting to close the lumen apace with the distal end of the stent delivery system inside the introducer sheath. The introducer was at a sharp angle due to the approach used for entry and the edge of the introducer snagged the proximal end of the tip. As the physician continued to extract the stent delivery system, the force applied broke the bond joint of the lumen thus breaking the lumen and leaving the tip/lumen assembly on the guidewire. The event could have been prevented. When the physician experienced difficulty with closing the tip/lumen, stent delivery system should have been advanced distally until the distal end of the delivery system was no longer inside the introducer. The IFU was reviewed and were found to be sufficient for this procedure. A letter explaining this was provided to the physician. The physician indicated that he shouldn't have used a "floppy .014" guidewire. He used this guidewire for the atherectomy and didn't change it out before inserting the stent delivery system.

Event description:
The physician performed a distal atherectomy. The physician then deployed the stent from mid sfa to profunda/sfa bifurcation. The tip of the stent delivery system could not be retracted back into the catheter due to close proximity and a severe angle of the introducer sheath. The physician pulled back on the stent delivery catheter consequently shearing the tip off and leaving it on guidewire. The physician removed the stent delivery catheter and then performed a cut-down and removed the stent and tip.